Event description:
A us distributor reported that a patient's battery would not power on a monitor. Update as of 09/27/2021: a us distributor also reported that the patient had a battery charger problem.

Manufacturer narrative:
Device evaluation of battery sn (b been completed.  The reported problem (will not power on monitor) has been confirmed.  As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated.   The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the battery malfunction. Update as of 09/27/2021: device evaluation of battery charger sn 09002553 has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The root cause for the defectivecharger could not be positively identified. No adverse event resulted from the defective charger.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a patient's battery would not power on a monitor.